Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan in 10 mins" message for up to 2 hours or more on the same day of applying the adc freestyle libre sensor. Customer further reported that on (B)(6) 2018 she "felt bad related to hypoglycemia" and was treated with "sweet food" by a family member. Customer reported she was incapable of self-treating. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). The sensor plug was visually inspected. The sensor plug was seated properly and no issues were observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a "scan in 10 mins" message for up to 2 hours or more on the same day of applying the adc freestyle libre sensor. Customer further reported that on (B)(6) 2018 she "felt bad related to hypoglycemia" and was treated with "sweet food" by a family member. Customer reported she was incapable of self-treating. There was no report of death or permanent impairment associated with this event.